Event description:
It was reported that this right ventricular (rv) lead is exhibiting high out of range pace impedance measurements greater than 3000 ohms and high threshold measurements of 5.5 volts at 2.0 milliseconds. The boston scientific field representative asked boston scientific technical services (ts) if the implantable cardioverter defibrillator (ICD) device could be programmed for a magnetic resonance imaging (MRI) scan. Ts indicated it would be a non-conditional, or off label, MRI per boston scientific guidelines as there must be no evidence of a compromised lead or device-lead integrity issue in order to perform a conditional MRI. Subsequent information from the representative confirmed that an off label MRI was performed. The ICD device was interrogated after the MRI and normal device function was observed indicating there were no issues as the result of the MRI. The first date of the out of range rv lead measurements and their cause are unknown. There are no actions planned at this time. The rv lead remains in-service. There are no patient symptoms or adverse patient effects.